Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and were hospitalized. Customer's blood glucose was between the range of 400 mg/dl to 500 mg/dl and the current blood glucose value is between 130 mg/dl to 140 mg/dl. The customer did feel nauseated, dehydrated and off balanced due to hyperglycemia. Customer was assisted with troubleshooting. The customer was using the insulin pump within 48 hours of the high blood glucose event. Customer was treated with insulin drip. The insulin pump will not return for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 under health effect - clinical code & health effect - impact code with this report.

Event description:
Corrected description: customer reported high blood glucose a month ago in the 400-500mg/dl range. Her current blood glucose was unknown but normal per customer. She visited the emergency room and was hospitalized for high blood glucose for one day. Incident date is april 18, 2022 per complaint text. She was nauseous, off balance, dehydrated, and had increased thirst. However, by the time she was admitted, her blood glucose was 130-140mg/dl. She was treated with insulin drip. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown if sensor was used. It was unknown if auto mode was used. The pump was returned for analysis and has been reported under MDR reported number : 2032227-2022-346479 . However, the complaint was related to litigation and legal restrictions which does not currently allow completion of product analysis.